Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report the patient obtained elevated blood glucose readings after the pump gave occlusion alarms. On (B)(6) 2013 the patient obtained the blood glucose reading of ¿hi mg/dl¿ (greater than 600 mg/dl) and experienced the symptom of vomiting. The patient was transported to and admitted to the hospital with a diagnosis of dka. The patient was treated intravenously with fluids and insulin and her blood glucose level was 400 mg/dl without symptoms. No issues were reported with the infusion set or infusion site. The issue was not resolved with troubleshooting. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump issue of occlusion alarms occurred, and was admitted to the hospital in dka. Therefore this complaint is being reported.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/04/2014 with the following findings: during investigation, a review of the history showed the last basal delivery was on (B)(6) 2013. The black box and alarm history showed multiple occlusion alarms due a high force on the reported event date. The total daily dose added up correctly and equaled the user¿s programmed basal target. The pump powers on and displayed the verify screen. The ez-prime steps were performed successfully. During testing, the force sensor calibration was found to be within required specifications. The pump was primed and exercised for 24 hours with no occlusion alarms occurring. The pump passed a delivery accuracy test successfully. The pump¿s cover was removed and no intermittent condition was found to the force sensor circuit.